Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (B)(6) 2017: legal medical records received. Pfs alleges pain, stiffness, high metal ions, limited mobility and walk in limp. After review of medical records for MDR reportability, it was stated that the patient underwent partial revision to address metallosis. Revision notes reported that there appeared to be a moderate amount of corrosion about the morse taper. The surrounding tissues had an appearance of a metallosis type reaction. X-ray showed a satisfactory position and alignment and there were no signs of osteolysis or lucency. It was also reported that acetabular tissue had wear and particle induced chronic inflammation and fibrosis. The surgeon also noted significant limitation with flexion and external rotation of the hip when taken through range of motion. Pathology findings indicate detritic synovitis and possibly a component of aseptic lymphocyte-dominated vasculitis-associated lesion of the tissue. Laboratory results for cobalt-chromium were above 7ppb. Stem has been added. This complaint was updated on jun 16, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address instability and metallosis.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.